Manufacturer narrative:
Concomitant products continued: 37612 dbs ipg, implanted (B)(6) 2012; 3708560 neuro extension, implanted (B)(6) 2010; 3387s40 dbs lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a unipolar impedance alert on the right atrial (ra) lead for low impedance. The lead was tested and impedance measurements were better in bipolar so the lead was left in bipolar configuration. The lead remains in use. No patient complications have been reported as a result of this event.